Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. The insulin pump also received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose was 225 mg/dl. Troubleshooting was done. The customer was advised the possible causes of blank display. After troubleshooting, the customer was advised the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.